Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device (a) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 13 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Device (b) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed all the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Device (c) was returned in good visual condition and fully functional. In addition, 29 partially formed staples were received. When tested for functionality, the device fired and formed the remaining 31 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that during an open cholecystectomy procedure, when the tissue was approximated one side of the staple closes properly however the other side does not close. Another device was used to complete the procedure. No adverse consequences reported.